Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the central nurse's stations (cns) and the remote network stations (rns) were in communication loss. Nk networking had a monitoring software on their system due to previous issues and logged on and turned it off. Once the space taken by monitoring software logs were cleared from their system, communication issues were resolved. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause as to why the disk space was low on the server could not be determined due to insufficient available information. This server has since been replaced. Service history for this cns/rns shows no recurrence of the issue. Further action is not warranted at this time. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: cnss: model #: cns-6801a / pu-681ra serial #: (B)(6) rns: model #: rns-9703 serial #: (B)(6)

Event description:
The biomedical engineer reported that the central nurse's stations (cns) and the remote network stations (rns) were in communication loss. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's stations (cns) and the remote network stations (rns) were in communication loss. Nk networking had a monitoring software on their system due to previous issues and logged on and turned it off. Once the space taken by monitoring software logs were cleared from their system, communication issues were resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical device information - only the following cns and rns information was provided and did not receive the telemetry models and serial numbers involved. Cns-6801a / pu-681ra sn (B)(4). Rns-9703 sn (B)(4).

Event description:
The biomedical engineer reported that the central nurse's stations (cns) and the remote network stations (rns) were in communication loss. No patient harm was reported.